Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 700-750 mg/dl; cause was unknown. Customer attempted to address bg with a correction bolus. Customer was subsequently treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged, (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.